Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red and itchy rash under the therapy electrodes. There was no alleged device malfunction contributing to the irritation. The patient followed up with her physician and was prescribed a medicated powder for the irritation. Follow up indicated that the patient had a fungal rash and the skin irritation improved upon taking the lifevest off for three days and applying the medicated powder to it.